Event description:
The hcp reported the patient had been experiencing a loss of drug effect. The hcp did a dye study - the results were not reported. The catheter was determined to have a break, tear, or hole. The catheter "apparently broke near entry to spine - distal portion left in patient's spine." The catheter was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.